Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and battery out limit alarm from the insulin pump. The customer's blood glucose level was 240 mg/dl. The customer stated that she had a low battery for a few days and it died. The customer stated that she put in a new battery and the pump would not turn back on. The customer was assisted with reprogramming fixed prime. The customer stated that the basal rates are still there.